Event description:
A field service engineer (fse) reported that approximately 50 microliters of fluid leaked from the probe switching valve (3-way valve) of the cytomics fc 500 mpl flow cytometer. There were no erroneous patient results generated and there was no change or affect to patient treatment in connection with this event. The fluid leaked inside the instrument and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the probe switching valve (3-way valve) to resolve the leak. (B)(4).